Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently went to the hospital with high results. The emergency room nurse performed a blood glucose test on their unk meter getting a result of 547 mg/dl. The consumer was treated for hyperglycemia. The nova max link blood glucose meter was performing as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter will be returned for evaluation. The test strips will not be returned as they were used up by the consumer.